Event description:
On 05/20/2009, the patient reported that in 2008, she had an elevated blood glucose reading of 1200 mg/dl and dka that was confirmed by a blood test. Her target blood glucose range is 80-120 mg/dl. Symptoms were crankiness, "zoned out," and blurred vision. She stated she was admitted to the hospital where she experienced a small heart attack. She was taken off of her insulin infusion device and treated with an insulin drip. She said she resumed pump therapy for 2-3 days after being discharged from the hospital but then switched to injection therapy which she is currently on. She thinks her infusion device was not properly delivering insulin. To troubleshoot, the patient confirmed the time, basal rates and bolus history on her device is accurate. She said she has not received any occlusions or other errors. She stated she changes her infusion headset every 3 days. She was advised her headset should be changed every 1-2 days and her tubing and cartridge at least every 6 days. Product was replaced and requested to be returned for evaluation.